Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. St. Jude medical brk-1 transseptal needle, model and lot numbers unknown. St. Jude medical agilis sheath, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Late in the case, during the ablation phase and post-cardioversion, the physician noticed the tamponade on intracardiac echocardiogram. A pericardiocentesis was performed, removing approximately 450ml of fluid and stabilizing the patient. The patient recovered fully, and no extended hospitalization was required. The physician noted that the procedure, specifically a difficult transseptal puncture and a jump the patient made after cardioversion, could have contributed to the event. Transseptal puncture was performed with a st. Jude medical brk-1 needle. The sheath in use was a st. Jude medical agilis. Overall ablation time/last ablation cycle time at the site of injury/generator parameters are unknown, as the exact site and time of injury are unknown. The generator was being used in power control mode with a temperature cutoff of 42c and a power cutoff of 50w (not titrated). Catheter flow was set at 30ml/min. Spi values were unknown. The catheter was not in close proximity to another catheter. Heparin was administered to the patient, with activated clotting times maintained between 300-350. The catheter was zeroed after the initial warm-up phase, and did not require re-zeroing. No error messages presented on any biosense webster equipment during the procedure.